Manufacturer narrative:
The insulin pump was returned for a low battery alarm and power error 25 was confirmed in the long trace. Detailed trace analysis confirmed the insulin pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of the microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads, cracked and scratched keypad overlay and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.